Event description:
Patient complaining of pain, synovitis and metallosis found so revision surgery required.

Manufacturer narrative:
Nondestructive evaluation of the returned devices by depuy material science finds no bone cement or bone matter is found on the submitted tibial tray. This may imply that the tibial tray was not firmly fixated, which could have caused the loosening. No material defects or third party debris were observed embedded in either the femoral component surface or the tibial tray. A search of the complaint databases finds no other reports against the product and lot combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. Repeated attempts to obtain the complaint samples and or matrix related items proved unsuccessful. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.